Event description:
Needle separation upon removal, leaving needle lodged in patient's arm. Needle was able to be successfully removed. Sales representative confirmed with facility that the needle was dislodged from the pc hub. Patient complained about painful insertion and technician removed the device, whereby the needle remained stuck on patient's arm (arterial site). Fortunately, the needle was not advanced into the access and blood loss is minimal.